Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted. A post implant balloon aortic valvuloplasty (bav) was performed for moderate to severe pvl leak on the left coronary cusp. A second valve was then implanted and improved the pvl to mild. No other adverse patient effects were reported.